Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece measuring 58.0 cm with helix retracted and clogged with tissue. X-ray examination showed over-torqued inner coil consistent with procedural damage. After cleaning, helix could be extended and retracted normally. No helix anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-13225. It was reported that during the implant procedure the right atrial and ventricular leads could not be fixed. Replacement leads were used to complete the procedure. The patient's condition was stable.